Event description:
It was reported that the surgeon was doing an ankle arthroscopy with the arthrex aps 2 shaver. He used a 3mm dissector to shave out some soft tissue. The shaver was running at 1250 rpm and then at 1500 rpm, he then noticed that the tip of the inner shaver blade broke off into the ankle joint. Surgeon tried to get the fragment out arthroscopically but failed. He then had to make a big incision on the lateral side of the ankle to get the fragment out. This took around 90 minutes to find the fragment with the aid of x-ray.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Typically this type of event is caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.